Manufacturer narrative:
The customer wanted to be sure the device wasn't causing the problem. A philips field service engineer (fse) tested the devices, and the tests revealed no device-related issues. The user changed the ECG electrodes they were using and changed the procedure for applying the electrodes to the patient. The fse indicated that the customer seems reluctant to delve too deeply into the issue, as their information suggests that the most likely cause was incorrect electrode application. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6).

Event description:
It was reported the customer was updated to revision r, and some users are associating this with the onset of skin damage issues, suggesting they suspect the issue may be related to the new monitor software. The reporting person does not suspect any malfunction of our monitors, but asked to eliminate any possibility that the cause of skin damage lies with the philips monitors. It was reported the patient underwent medical treatment of the wounds under the electrodes. No additional information was provided; therefore, good faith efforts are being performed.